Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs lioresal with concentration 2 ,000.0 mcg/ml) was being administered at a dose rate of 1,429.4 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. No rotor study was performed. The intrathecal pump and catheter were replaced on (B)(6) 2019. An operative noted was provided regarding the procedure performed on (B)(6) 2019. The patient has medically refractory spasticity that has been treated with a baclofen pump, currently delivering 1400 mcg/day. The patient came to the healthcare provider acutely altered, with rigidity and a low-grade temperature. Suspicion of baclofen delivery failure, despite no log of a pump stall was noted. The patient was brought to the operating room emergently for the purpose of revision of their intrathecal pump and catheter. Both incisions were reopened. The catheter was incised, and good spontaneous flow was obtained; it was collected for microbiology analysis. The catheter was removed from the spine and a pursestring suture was placed. They also removed the existing pump from the pocket as well as the pump catheter. A 15-gauge touhy needle was placed in the low lumbar region and guided using fluoroscopy into the thecal sac. Good cerebrospinal fluid (csf) flow was obtained and an intrathecal catheter was guided with fluoroscopy to a mid-thoracic level (the extent of the catheter length). Good flow was obtained from the catheter. A purse string suture was placed around the needle and the needle was withdrawn and suture was tightened. An anchor was placed and secured. They tunneled between the two incisions and pulled the pump segment of the catheter through and the two catheters were connected. The 40 ml baclofen pump was filled and connected to the catheter. The pump was placed into the abdominal pocket. The patient tolerated the procedure well. The pre-operative diagnosis was intractable spasticity and question of pump/catheter failure and acute baclofen withdrawal. The post-operative diagnosis was the same; the baclofen pump contained significantly more drug than predicted. When they withdrew the reservoir contents of the old pump they found a significant disparity between the actual volume (13 ml) and the expected volume (8.7 ml) indicating a delivery failure. They therefore implanted a new pump and sent to the old one to the manufacturer for analysis. The patient recovered without sequela. There was no patient injury. The pump was noted as having delivered compounded baclofen. Additional information was received from a healthcare provider via a company representative on 2019-jul-05. It was indicated that there was not an inability to aspirate via the catheter access port, etc. The cause of the device issue, reservoir volume discrepancy, withdrawal, and seizure were not determined. The patient¿s weight at the time of the event was unknown / not available.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type; catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 06-jul-2013, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 1400 mcg/day via an implantable pump for intractable spasticity. It was reported that a catheter event had been confirmed and the issue was diagnosed with surgical exploration. Yesterday afternoon the patient was having seizures and was transferred. The patient came into the emergency room today ((B)(6) 2019) with acute withdrawal. When the pump logs were checked no stall or errors were seen. They performed a catheter exploration and when they opened the back they were able to aspirate from cutting the catheter at the connection. Since the pump reservoir volume expected was 8.7 ml and the actual reservoir volume was 13 ml with no pump errors, the physician wanted a new catheter. The physician decided to replace both the pump and catheter. The hospital was sending the pump and catheter back to the manufacturer for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation of implantable pump (B)(4) revealed no anomalies. The returned pump passed all testing in the laboratory. Analysis of implantable catheter (B)(4) product ID 8596sc did not reveal any significant anomalies. Non-significant coring was identified in the connector. The catheter passed all testing in the lab. Analysis of implantable catheter (B)(4) product ID 8709sc revealed no significant anomalies. A hole was identified in the catheter consistent with explant damage. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.